Manufacturer narrative:
Additional information has been received indicating that this incident should be re-evaluated for MDR reporting. The new information specifies that the implants involved are not from smith+nephew but are manufactured by waldemar link gmbh & co. Kg. As a result, it has been determined that this case does not meet the criteria for reporting by smith+nephew and is classified as a non-reportable event for us. Should further details emerge that confirm the occurrence of a reportable event related to smith+nephew products, we will update our records accordingly and submit a revised report that includes both the event details and the investigations conducted.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that, after undergoing three left knee replacements with unknown implants, the patient required a revision to a legion hinge system on (B)(6) 2023. During this procedure, with the patient under anesthesia, it was discovered that the wrong prosthesis was present in the operating room, for which a temporary implant was placed until the correct one could be obtained. Three (3) days later, on (B)(6) 2023, the patient returned to the operating room for the legion hinge system placement. Additionally, on (B)(6) 2023 the patient required left knee incision and drainage, along with left medial gastroc muscle flap reconstruction and split thickness skin grafting to address a large capsular defect in inferolateral aspect of the knee. Patient was discharged home the day after.